Event description:
The laser fiber was connected to the machine and when doctor stepped on the foot pedal the fiber would not work and made a startling noise. Laser fiber was disconnected and packaged in a biohazard bag to send off to risk management. There was no harm to the patient. Lumenis.